Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.